Event description:
PICC inserted on (B)(6) 2011. On (B)(6) 2012, pt came to hospital to change dressing, nursing found that catheter completely fractured and migrated into body. Pt was sent to the department of interventional radiology. Then the catheter was pulled out through the femoral vein.

Manufacturer narrative:
Results of a device evaluation will be filed in a supplemental report.